Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that alarm code 1208 ¿oxygen not available¿ appeared during monitoring. They took it out of monitoring and performed high pressure leak test which passed. Airflow sensor calibration, and an o2 sensor calibration, and o2 inlet pressure sensor calibration, all calibrations passed. Customer has emailed the logs and will send to bench repair for further assessment as to why o2 unavailable message may have been triggered. Bench repair received the device and performed device evaluation. Bench repair technicians discovered the error code that led to the o2 failure in the error logs but were not able to replicate the issue that was reported. The customer has been provided an option to proactively replace the o2 solenoid valve. No further information has been provided. If additional information regarding the reported issue becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received on 13mar2024, indicating that bench repair received the device and performed further evaluation. They informed the customer that they are currently assessing the device and are not able to replicate the issue that was reported. They did discover the error code that leads to the o2 failure in the error logs. Because of that, they will continue to monitor the device until the end of the week to see if they can replicate the fault. By then, if they are not able to replicate it, they can either proactively replace the part that could have led to the problem.

Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an alarm o2 not functioning error message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that alarm code 1208 ¿oxygen not available¿ appeared during monitoring. They took it out of monitoring and performed high pressure leak test which passed. Airflow sensor calibration, and an o2 sensor calibration, and o2 inlet pressure sensor calibration, all calibrations passed. Customer has emailed the logs and will send to bench repair for further assessment as to why o2 unavailable message may have been triggered.